Event description:
Dr reports capsule tore during procedure "the pt had an intact posterior capsule and anterior capulorrhexis prior to iol insertion. One haptic was placed in the bag but the other haptic would not rotate into the bag with ease. When the second haptic was finally rotated into the bag the posterior capsule break was noted with vtreous loss. The lens was removed and an anterior chamber lens was placed".